Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as heavy usage of the spreader/camlock assembly wears the slots in the legs as well as holes in the base plates creating slop in the base. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states this is in a facility but it is used for a single patient and the base assembly where the cam lock sits is worn and elongated so that the legs will no longer hold open or closed. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as heavy usage of the spreader/camlock assembly wears the slots in the legs as well as holes in the base plates creating slop in the base.